Event description:
User experienced low patient sodium results. For 4-5 patient samples the following four patient examples were provided. Sample 1, initial gave 124 mmol/l; repeat gave 130 mmol/l. Sample 2, initial gave 133 mmol/l; repeated twice giving 139 and 140 mmol/l. Sample 3, initial gave 124 mmol/l; repeated twice giving 136 and 135 mmol/l. Sample 4, initial gave 122 mmol/l; repeated twice giving 133 and 132 mmol/l. Testing was repeated prior to reporting patient results. The field service rep determined the cause to be defective vdry valve and dry psi unstable. He replaced dry valve and cleaned variable psi valve. Performance tests were preformed.